Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a cut in the mobile power unit (mpu) patient cable and the reported shorting of the mpu was confirmed. During the evaluation of the returned mpu, serial number (B)(6), it was noted that the unit had small cut in the patient cable outer jacket. The system was connected to a test loop and powered on. The mpu alarmed and a yellow wrench was observed. The mpu patient cable was replaced, and the mpu functioned as intended. The unit was returned to the customer and the damaged mpu patient cable was forwarded to ppe for further analysis. The cable was plugged into a working test unit and connected to a mock circulatory loop. The mpu was able to power the system controller, and no alarms were produced when the cable was manipulated. The cable functioned as intended. The outer jacket was stripped where the damage was noted, and no damage to the underlying wires was observed. A root cause for the reported event was isolated to the patient cable; however, further root cause was not conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The abbott heartmate 3 left ventricular assist system (lvas) patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 IFU with heartmate touch section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (including yellow wrench alarms) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu patient cable. Heartmate 3 patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patients mobile power unit kept shorting. The patient presented to clinic for further evaluation and a tear in the wire was discovered. The patient the experienced another shorting that lasted about 5 seconds.